Manufacturer narrative:
Additional information was received stating that there is no evidence that this was a boston scientific device. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the patient implanted with this non-boston scientific penile prosthesis experienced mechanical issues with the device, leading to a clinical evaluation. Troubleshooting did not resolve the issues and a revision surgery was performed. During the surgery the entire implant was removed; inspection of the explanted device noted a hole with fluid loss in the tubing connecting the left cylinder to the pump. A replacement device from another manufacturer was implanted. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device, leading to a clinical evaluation. Troubleshooting did not resolve the issues and a revision surgery was performed. During the surgery the entire ipp was removed; inspection of the explanted device noted a kink-resistant tube (krt) hole with fluid loss in the tubing connecting the left cylinder to the pump. A replacement device from another manufacturer was implanted. No additional patient complications were reported.